Event description:
The suspect serial adapter cables were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned udb to db9 serial adapter cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the usb top db9 serial adapter cable was non-functional on the vns programming tablet. It was unable to establish communication with generators. It was stated that the adapter cable was tested on a different functional tablet and was unable to communicate with generators again. The adapter cables were visually observed by the manufacturer's or specialist who determined that the cable had a wire that had come unsoldered in the db9 serial portion of the adapter cable. This was determined to be the cause for the issue. The suspect serial adapter cable has not been received by the manufacturer for analysis to date.